Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: stent separation requiring medical intervention. Device issue: stent separation. It was reported that the devices would not cross through a previously implanted stent where there was heavy calcification. In fact, there was difficulty removing the devices, because of getting hung up on the implanted stent, and the two of the stents separated in two pieces and were removed with a small balloon catheter. There were no patient effects. No additional event or patient information is available.

Manufacturer narrative:
The second unknown stent mentioned is being filed under the same manufacturer number. Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forward upon investigation completion. Evaluation summary - quality assurance analysis of the first unknown stent that only the stent implant was returned dislodged with blood on the stent implant. There was no contrast visible. There were five stretched struts in the first row at the distal end of the stent implant. There were two flared struts in the second row at the distal end of the stent implant. There were three bent struts in the first row at the proximal end of the stent implant. There was no separation of the stent implant as reported. There was no other damage noted to the stent implant. A snap gauge was used to measure the outer diameter of the stent implant. The stent implant distal and the proximal outer diameter measurements could not be measured due to the damages noted. Quality assurance analysis of the second unknown stent revealed that only the stent implant was returned dislodged with blood on the stent implant. There was no contrast visible. There were three flared struts in the first row at the distal end of the stent implant. There were four bend struts in the first row at the proximal end of the stent implant. There was no separation of the stent implant as reported. There was no other damage noted to the stent implant. A snap gauge was use to measure the outer diameter of the stent implant. The stent implant proximal end outer diameter could not be measured due to the damage noted. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.